Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the glenosphere orientation guide- tip was beginning to break off and the locking screwdriver-prong on end of screwdriver is broken off.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the reported event.